Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
A patient reported experiencing the events of ¿pain¿, ¿hardening in the middle of the implant¿, ¿burning sensation and loosening of skin on the bottom of the breast¿. Healthcare professional also reported left side capsular contracture baker grade unknown. Device remains implanted.